Manufacturer narrative:
The review of the device history record is pending. If any additional relevant information is identified following completion of the DHR review, the additional relevant information will be submitted in a follow-up report. The device was not returned to kimberly-clark for analysis, therefore we are unable to determine a root cause for this reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "anesthesiologist discovered the warming unit to be at 26.8 when he went to purge the pads at the end of the surgical case. Patient was cooling off and temperature dropped to 36.6. Bair hugger was then applied, and patient was transferred to ICU, temperature was 35, warming blanket continued. The temperature was 36 degrees approximately 2-hours later. The patient received 3 units of fresh frozen plasma (ffp) and 2 units of cryo administered through blood warmer; no alarms sounded. Once the patient received blood products the patients' temperature stabilized. There was no reported patient injury." (B)(4).